Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The phaco handpiece was manufactured on may 13, 2015. Based on qa assessment, the product met specifications the phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects related to the reported event. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5minutes on 100% torsional and ultrasound power and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The returned sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, no phacoemulsification power with the handpiece. Additional information has been requested, but none has been received to date.